Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
The site reported that during the implantation of a light adjustable lens (lal) a capsular tear occurred. The surgeon attempted to place the haptics into the sulcus unsuccessfully. The lal fell into the vitreous. The patient has been referred to a retinal specialist for further evaluation. Rxsight's first awareness of this event was on (B)(6) 2022.

Event description:
The site initially reported that during the implantation of a light adjustable lens (lal) a capsular tear occurred. The surgeon attempted to place the haptics into the sulcus unsuccessfully. The lal fell into the vitreous. The patient was referred to a retinal specialist for further evaluation. During follow-up, the site reported that the retinal specialist was able to retrieve the lal and suture it back into place. The patient was doing well and was scheduled to complete his light treatments.